Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity sets leaked fluid out and bubbles of air into the line. The following information was provided by the initial reporter : the user facility reported several bubbles going into patient and fluid spilling from the IV tubing at one of the hubs or ports.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity sets leaked fluid out and bubbles of air into the line. The following information was provided by the initial reporter : the user facility reported several bubbles going into patient and fluid spilling from the IV tubing at one of the hubs or ports.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of fluids leaking around the port could not be verified due to the product not being returned for failure investigation. A device history record review for model 10802688 lot number 21059870 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28may2021. There was a quality notification issued for the failure mode reported by the customer during the production build of this set, (B)(4): tubing detached from smart site. Manufacturing reported that re-fresh training was done for the operator about solvent dispensing on the tubing. The root cause cannot be verified without the sample investigation, but it is possible that operator error was the cause.